Event description:
It is reported that the surgeon implanted the zmr stem in the patient. He then went to remove it by threading the stem extractor on the stem and was unable to do so. He then tried the pliers and then a spout body all unsuccessful. He finally got the stem out with an osteotome and noticed the first initial threads were not machined. Nothing was able to thread on it.

Manufacturer narrative:
This report will be amended when our investigation is complete.